Manufacturer narrative:
Product complaint # (B)(4). Surgical intervention: since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.  Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Biosense webster manufacturer's report numbers: 2029046-2020-00433 are related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿pulmonary vein isolation using ablation index vs. Close protocol with a surround flow ablation catheter.¿ 1 patient with atrial fibrillation (af) who underwent atrial fibrillation (af) ablation strategy using ablation index (ai) was needed vascular groin surgery and blood transfusion.